Event description:
It was reported that the patient underwent a hip revision for unknown reasons. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. H6: suggested component code: mechanical (g04) - stem. The device location is unknown at this time; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a right hip revision for a periprosthetic fracture. During the procedure, the avenir muller stem was revised to an arcos sts cone, with an ncb periprosthetic plate supporting. It was confirmed that no further information could be provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; b5; d1; d4; g3; h2; h6. The device location is unknown at this time; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.